Event description:
The customer alleges neck pain, shoulder pain, headaches, and arm numbness due to manipulating / rotating the c; and alleges that this pain has resulted in the need for medical treatment / work restrictions. Also alleged is a cause of a bulging disk requiring injections for treatment due to difficulty manipulating / rotating the c.

Manufacturer narrative:
An investigation has been initiated and is currently in progress. A supplemental report will be filed upon conclusion of the investigation.